Event description:
The customer observed a sample identification error for one patient sample generated by the aps input/output module (aps iom). The sample was a "stat" specimen for a basic metabolic panel. The customer states that when specimen (B)(6) was introduced at the iom, the specimen was assigned a status of n/a (the sample was not assigned to a worklist). This was discovered after the nursing staff called looking for results approximately two hours later. After removing covers from the track and not being able to locate the sample, the customer took the storage and retrieval module (srm) off line and began removing racks manually to locate the sample because it could not be located by performing a search. The tube was located after removing specimens from a rack on floor seven, lane thirteen. The specimen identification that was logged by the instrument was (B)(6). The customer is questioning why the specimen was resealed and sent directly to the srm instead of being immediately placed into a priority output (po) rack. As a result of the "lost" sample, a second sample had to be drawn and treatment was delayed by two to three hours (the customer did not give any details as to what type of procedure or treatment was involved). No further patient information was made available from the customer. There is no further impact to patient management reported.

Manufacturer narrative:
A barcode misread error occurred on the input/output module (iom) of the acclelrator automated processing system (aps). Sample ID (B)(6) was read as (B)(6). The sample was not assigned to a worklist and was sent directly to the storage module based on the configuration of the system at the time. The system is on software version 1.9.3. Only code 39 symbology is enabled, maximum barcode length is 6, minimum length is 4. The system was initially configured to send samples without results to storage. The barcode reader was configured to perform one read of the label. Evaluation of the returned barcode determined the quality of the bars is a grade d. The barcode appears to be printed from a dot-matrix type of printer or a low quality printer which gives an oval or elliptical shaped segments in a bar. There is also a crease on the barcode which could have contributed to the read error. The narrow bar width does not meet instrument requirements. To alleviate previously identified barcode issues, a new barcode reader alignment procedure was released as well as changes in the system software, including an algorithm that takes two sets of readings on each barcode. The double read algorithm was released in system software version 1.9.2. The barcode double read parameter must be enabled through configuration. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The accelerator aps operations manual, 580799012.0 provides information to address the customer issue of bar codes and bar code labeling. Based on the available information, a deficiency of the software was not identified, the software performed as designed. The misread likely occurred due to the poor quality of the barcode label and the configuration of the reader to perform only one read. Labeling will be updated so that the upgrade procedure will include the step to enable the double read feature as the default setting is disabled. The customer's system has been configured to now process barcode reads with this function and to return sample to priority output as designed.

Manufacturer narrative:
There were no adverse events suffered by the patient. A delay in a scheduled procedure (not provided by the customer) and a second blood collection were the only patient outcomes of this event. The ticket does make reference to an "inconvenience" to the ambulatory patient in returning home due to a delay in transportation. There is no further impact to the patient reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): computer software issue.